Manufacturer narrative:
A ge representative evaluated the system and lubricated the candlestick connectors. System operates as intended. (B) (4).

Event description:
The customer reported a loud pop, and the monitor went black. No patient injury was reported.